Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for disposal only.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine 1000mcg/ml for a total dose of 350mcg/day via an implantable pump for non-malignant pain. It was reported the patient noticed the incision was not healing on (B)(6) 2017. The healthcare professional (hcp) treated for an infection and informed the manufacturer representative (rep) that the patient has been cleared of having an infection. It was noted that now the battery was possibly eroding through the skin, and the hcp believed that there was scar tissue developing under the pump making it protrude out. It was unknown what factors may have caused or contributed to the issue. It was noted that the patient was treated for an infection at a wound clinic (dates unknown). The infection was believed to be cleared at this time. The hcp was planning to move the pocket on (B)(6) 2017 or remove the pump depending on the evaluation. It was noted that the issue was not resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that more information would be available after (B)(6) 2017. Surgical intervention did not occur, but was planned and scheduled for (B)(6) 2017. The patient's weight was (B)(6). The patient's medical history included hypertension, anxiety, allergic to adhesive tape and bandages. Event date was (B)(6) 2017. No further complications were reported/anticipated.